Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014 the distributor contacted animas alleging that the display screen was blank. Reportedly, the pump¿s audible and vibratory features were functioning appropriately. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 05/21/2014: the device was returned to animas and evaluated by product analysis on 05/20/2014 with the following results: call service alarms observed in black box but not duplicated in testing. Unrelated to the complaint, the pump powers on with display functioning properly. Display is dim; letters have a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.